Event description:
High jacket retraction forces encountered but resolved. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents deployed bilaterally at attachment systems to treat type I endoleaks.